Event description:
The customer reported the system displayed a "channel a-d 1" error message and would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses and repaired the x-ray tube stator wire. The system operates as intended.